Event description:
It is reported that one of the prongs bent up, which created a sharp edge and cut a scrub tech.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: measurements of the retractor were taken and found to be within specifications. Also, a hardness test was performed and was within specifications. A visual examination shows the outer corner of one of the prongs is rolled up and in, creating a sharp corner. There are scratches on both prongs of the retractor and two nicks; one on the rolled portion of the affected prong and one of the opposite prong where there is the upturn in the metal. These nicks and scratches could have come from the saw when cutting. W/o add'l info, the exact cause cannot be conclusively determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.